Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device upgrade procedure, the rv lead was capped and replaced on (B)(6) 2016 due to high capture threshold, and high impedance. The patient was stable post procedure.